Event description:
During the performance of an elective arthroscopy a curved cuda was utilized. Metal filings were noted on the cartilage, and the use of the cuda was discontinued immediately. The area was irrigated and surgery completed. No immediate reaction noted.